Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was recently hospitalized due to a blood glucose level of 551 mg/dl. Caller stated that she went to the emergency room and was then admitted to the hospital. Customer was wearing the insulin pump at the time of the incident. Blood glucose level at the time of the call was 194 mg/dl. The customer also reported treatment by paramedics for a blood glucose level of 20 mg/dl. Caller was found unconscious and treated with glucose shots; was not transported to hospital. Customer reported another incident of losing consciousness in a store. Blood glucose level at the time of the incident was 15 mg/dl. Customer was wearing the insulin pump and was transported to the emergency room. Caller stated that the insulin pump's drive support cap was protruding. The insulin pump was not replaced or returned for analysis.